Event description:
It was reported that during a surgical procedure at the user facility the irrigation was not working properly, and the tip got hot and burned the patient. A lack of irrigation in the device is known to cause overheating. The user facility reported that the burn was second degree and was treated with antibiotic ointment to prevent infection and keep the area moist. The user facility also reported the procedure was completed successfully without a delay, and that the burn will heal fine with no extra medical intervention.